Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle end cap breakage. Previously, seven pinnacle straight impactors (p/n (B)(4)) were evaluated by metallurgy. Like the other impactors evaluated, this one was fractured through the pinnacle impactor end cap (p/n (B)(4)). As found during the previous evaluations it is suspected the impactor was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via post market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle cup impactor end broke off.